Event description:
(B)(4). The dealer states the tilt will not come all the way down in the front. Per (B)(6) in tech, the tilt actuator needs replaced. He states the angle will intermittently change by itself. (B)(6) helped him to temporarily adjust the settings (B)(4).